Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was 292 mg/dl to "high"; although specific value was not provided. Reportedly, the customer changed pump supplies to address elevated bg level and continued to use the pump for insulin therapy.